Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the hose was cut and the security lock was defective. The device was repaired and returned to the customer on 01/17/2013.

Event description:
Customer reported that device was not working and the hose was cut.(B)(4).